Manufacturer narrative:
The following devices were also listed in this report: lfit v40 28mm head; cat# unknown; lot# unknown; restoration modular stem 21mm x 195mm straight; cat# unknown; lot# unknown; cone body 27mm x 21mm; cat# unknown; lot# unknown; modular dual mobility insert; cat# 626-00-52h; lot# unknown; trident hemispherical cluster 64mm; cat# 502-01-64h; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised due to infection.